Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the sulu got stuck on tissue after first stapling. It was impossible to release the device from tissue even after trying to use the different safety process. The surgeon had to cut all around the device to remove it and suture the stomach with a 7cm oversewing line. Leak test was performed after wards to look for any leakage. The test was successful. There was unanticipated tissue loss. There was extended time of surgery over 30min. There was no blood loss over 500cc. No reinforcement material was used. Pt status is fine but her stay in hospital had to be extended by 3 days.